Event description:
On (B)(6) 2011, it was reported to our country manager that a vns patient had developed high lead impedance. On (B)(6) 2011 the patient underwent surgery, just the lead was changed and the generator reimplanted. (B)(4) attempts to obtain further information have been unsuccessful.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.